Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they met their manufacturing representative and healthcare provider (hcp). They got their back x-ray ed and as a result it came out as, the device battery has flipped and relocated in their back. They are planning for a surgery to fix this issue, once their insurance gives them authorization. They also mentioned that they will need their healthcare provider (hcp) to send x-ray result to the insurance company in order to provide the authorization for the surgery required.

Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID 97745nt, lot/serial# (B)(6), product type programmer, patient product ID 97755-s, lot/serial# (B)(6), product type recharger; product ID 97745nt, lot/serial# (B)(6), product type programmer, patient product ID 97755-s, lot/serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past 24 hours they have been trying to get connected to the implant to charge but keep getting no device found. Caller stated they have tried repositioning the recharger 10-12 times and have reset the controller, but that hasn't resolved the issue. Caller added that they last recharged the implant on friday and started trying to charge yesterday morning. Caller mentioned this happened once before, and they had to have the recharger replaced. Agent had caller examine the equipment for damage; caller noted no visible damage. Agent walked caller through resetting the controller battery. Caller saw memory problem. Caller set the date and time. Caller then saw no device found. Caller then connected the recharging antenna and entered passive recharge mode. The numbers were 98-98-98. Caller confirmed the numbers changed if the paddle was repositioned. Caller completed the cycle of passive recharge mode but saw unable to recharge. The issue was not resolved. Patient (pt) called back stating that they were sent a replacement recharger, however they were still having issues recharging the ins. Pt said that the only way they were able to charge the ins was to have the controller right close to the ins battery in their back. Pt said that last night it got even worse as they weren't able to charge the ins. Pt said that their husband had to put the controller on top of the recharger paddle and they had to lean back in order for the ins to even charge 10%. A replacement controller was sent out. No symptoms were reported. Pt called back in and reported that their replacement controller did not resolve their recharging issue. Pt stated that even after the controller was replaced they were still unable to get the implant to recharge. Pt stated that when they attempt to recharge they are still experiencing inconsistent telemetry pt denied any falls or any other incident that may have caused the implant to shift. During the call pt reset the controller and attempted to recharge the implanted device. However, the controller displayed software problem 1. Intellis 2. 3.6 3. 245 4. Ensinterface.fm.c. Agent reviewed that if the replacement recharger did not resolve the issue, that they would need to follow up with their managing hcp. A replacement recharger telemetry module (rtm) was sent out. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was that they had been having problems with the spinal cord stimulator. Patient said that last month a representative from medtronic came to their doctor's appointment as they were having some issues. Patient stated that the representative was going to meet them today at 10:30am, however the representative had not shown up for the appointment. Pt said that the rep was going to bring them new equipment for them to try. Pt was calling to obtain the rep's contact info. Agent reviewed rep role with the pt and redirected pt to hcp. Agent provided the patient with the nas number for their healthcare provider's office to call. When asked for the event date, patient said that it had been a few months, but they didn't know a date. Pt said that two times they were sent out new rechargers and last time they were sent a new controller, but nothing was working so far. Pt said that they could charge the ins, but they had to have the controller sitting on top of the recharger paddle and pushed into their back, so they couldn't charge the ins on their own and they had to have their spouse's help. Pt said that the thought was that the ins battery was dying, so the rep was going to help take a look at everything today.

Event description:
Caller sent email asking medtronic to provide a letter for patient's insurance to support an ins replacement. Tss responded that data still being analyzed and provided warranty team contact info to work with if it's determined that the ins should be replaced.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received. Caller described telemetry issues that patient(pt) has been having while recharging implantable neurostimulator (ins), as well as connecting via the tablet, both already mentioned in this case. The caller did note that the pt had lost 25 lbs recently and that the ins was a little loose in the pocket but not sitting in a way that prevented the pt from charging. Pt is still using their scs therapy. Pt being seen next week in clinic (exact date unknown) but technical services (tss) reviewed getting session <(>&<)> mdt file created and sent to tss so further investigation can be done. Tss also requested that caller try the disable device feature when they are with the pt.

Event description:
Manufacturer representative (rep) just met with patient and will be sending the report as soon as they get to their laptop.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from hcp office called with patient and reporting the issues pt reported in this case but also that the hcp could not connect to ins to the tablet unless the ctm was directly over the ins. Again, no falls or trauma being reported today. Per this case, mdt has replaced the communicator and rtm (2x). Ts is going to discuss further with scs principal on monday to discuss further for next steps. Did not collect mdt or session report from caller but did leave a message that we would like to get that information if possible.added caller's phone number to secure note. Closed case.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Implant replaced on (B)(6) 2025. Tss sent email to request when implant sent back to mdt and if he had the tracking.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.